Manufacturer narrative:
A request for the return of the pump has been made. If it is returned and evaluated, a follow up report will be submitted.

Event description:
Medwatch received from risk manager. Customer reports during patient use the 60cc syringe with bupivacaine, fentanyl epidural pca started at 7:00pm. Settings were 10.5ml/hr; gen. Ml; zero bolus; infusing. At 9:45pm, the epidural syringe was noted to be empty. Patient, female was stable. Pump removed from use. Infusion infused 2 hrs 45 min. It should have infused for approx. 5.6 hrs. No injury or medical intervention. No additional information available.